Event description:
Per the clinic, the patient was explanted due incorrect placement of the electrode. The patient was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).

Event description:
Per the patient's surgeon, the patient experienced "scalp fistula/abscess" that did not resolve with treatment. The device was explanted on (B)(6) 2010, and the patient was implanted in the contralateral ear during the same surgery. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
(B) (4)